Event description:
Boston scientific crm received information that following the implant procedure and after pocket closure, the right atrial (ra) required revision due to its dropping out of location. During the revision procedure, the device was also out of the pocket while performing vvi threshold testing through the device. Noise was observed at maximum amplitude on the atrial electrograms, and it was inquired as to why. Bsc technical services (ts) discussed that the ra egm is unipolar during vvi threshold test. The ra lead was successfully repositioned without further complications. To date, no adverse patient effects were reported.